Event description:
It was reported that a patient experienced hypotension during the infusion of levophed with a spectrum iq pump in the critical care unit. The patient rapidly started requiring more levophed during continuous veno-venous hemofiltration therapy. Therapy was paused until the patient was stable. The pump alarmed for an upstream occlusion and a small kink was found and fixed. The patient's blood pressure increased and the vasopressor infusion was paused. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.